Event description:
It was reported that the user entered meal announcements as a corrective measure while using the ilet system. Troubleshooting and education were provided advising that meal announcements should only be entered for meals and must not be used for correction, as this can affect ilet adaptation and learning. No alarms were reported and no hospitalization occurred. Investigation included a troubleshooting call with user education focused on appropriate meal announcement use and avoidance of using meal entries for correction. Investigation of this case revealed that device performance was influenced by user handling, specifically use of meal announcements for correction, which can disrupt algorithm adaptation; the device hardware and components were not implicated. It was concluded, based on similar reports, that user technique and use error were the most probable cause, and education was provided to mitigate recurrence.